Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2014 with the following findings: a review of the pump black box data revealed pump reboots following cs 054 and cs 052 call service alarms, as well as after a replace battery alarm. During a visual inspection of the pump, the battery compartment was observed to be cracked with evidence of moisture ingress inside. The returned battery cap threads were stripped, and the cap did not attach properly to the pump; a power loss was duplicated. A test cap secured properly and was used to exercise the pump for 24 hours with no power interruptions. A leak test was performed and failed due to a battery compartment leak. The pump case was removed and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the complaint, the pump was powered on and the display screen appeared discolored.